Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Event description:
On (B)(6), 2011 clinic notes from a vns treating physician were received. Review of the clinic notes dated (B)(6), 2011 report that the pt had a generalized tonic-clonic seizure that day and presented to the ER. The vns was interrogated and the pt was found to have high impedance, 10,000 ohms. The generator was disabled and the pt was referred for x-rays and surgery. The pt is scheduled for surgery for (B)(6) 2011. Good faith attempts for further info from the physician have been to no avail thus far. When additional info is received it will be reported.